Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's mother reported that the customer's sugar dropped "low" and they were unable to test due to receiving an error 6 message on their medisense optium blood glucose meter. Customer's mother reported customer's symptoms were drowsiness, feeling tired, weak and the lost of consciousness. Paramedics were called and transported customer to a local hospital. Customer was given treatment (exact treatment is not known at this time) in the hospital. Customer was not diagnosed with hyperglycemia or hypoglycemia. No report of death or permanent impairment was associated with this event.